Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was navigational accuracy issues and deviated screws during a l3-l5 fusion. This was noticed after a post op spin. The site took another snapshot which seemed to improve navigation accuracy, however the screws on the right side of the construct were still lateral by 1-2mm. The site redirected the screws and accuracy was normal. There was no patient harm and the procedure was delayed less than one hour.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.